Event description:
It was reported that after tlif at l3-4 with hydrosorb device and infuse bone graft, pt developed pseudoarthrosis. A revision surgery was performed. It is unknown if the infuse bone graft contributed to the reported event.